Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer's blood glucose was 209 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was determined the alarm was caused by the infusion set or reservoir. The customer declined to return the product for analysis.